Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v568713, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3888-45, lot# v588266, implanted: (B)(6) 2011, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s device was ¿not working¿ and the patient didn¿t know if it was the device or if it was her. It was reported that the device ¿stopped working a few weeks ago¿, and the patient hadn¿t felt stimulation in about a month. The patient tried to charge a few weeks ago, but said it wasn¿t working. It was noted that ¿right before it stopped working¿ the patient had the insr on a table and it was slammed on something and smashed off the wall. It was noted that the patient was confusing the coupling bars with the ins charge level. The patient got out the insr and saw 8 boxes shaded. The patient planned to fully charge the device, and it was reported that the issue was resolved.